Manufacturer narrative:
Analysis was performed on the returned device. The reported needle to cuff miss was confirmed as a suture retrieval issue. Production record and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. The reported difficulty and subsequent treatment appear to be related to an interaction of the device with patient anatomy or inability to maintain position/stability of the device during deployment due to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. Corrections: d1 ¿ brand name: updated d2a ¿ common device name: updated d3 ¿ name, address 1, city, postal code: updated h6 - type of investigation: code 4115 was removed and code 10 was added.

Event description:
It was reported that this was a venotomy closure of the calcified left common femoral vein using a prostyle device after an interventional neurosurgery procedure with a 7f sheath. Reportedly, the suture came out of the anatomy with the knot unraveled [cuff miss]. A new prostyle device was used to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
The device was not returned for evaluation. Production record and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. The reported difficulty and subsequent treatment appear to be related to an interaction of the device with patient anatomy or inability to maintain position/stability of the device during deployment due to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.